Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; within plastic bio-pouches; and within dispenser coils. The pipeline flex was returned outside the marksman catheter. Damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. No damage was found with marksman catheter distal tip/marker band. No other anomalies were observed. Testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at as the device was resheated. In addition, the pipeline flex braid ends were found fully opened and damaged. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the marksman catheter could not be confirmed to have catheter kink/damage as no damage was found with marksman catheter. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was not determined. No issues were identified that resulted in the observed damage. The pipeline was resheathed and retrieved at least four times during the procedure.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 229463083); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat tandem aneurysms at the ophthalmic segment and cavernous sinus, the pipeline embolization device was fully hydrated, delivered into the marksman catheter, and deployed at the m1 horizontal segment. During deployment, the distal end of the pipeline embolization device could not be opened. Multiple unsuccessful attempts were made to open the distal tip of the stent using push, pull, and retrieval maneuvers. The stent was withdrawn, and it was observed that the distal tip of the stent had become conical and the tip of the marksman catheter was deformed. The surgical approach was changed to coil embolization with an assisting stent, and the operation was completed successfully. No patient complications have been reported as a result of this event. The devices were prepared and flushed according to the instructions for use (IFU).